Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: h6 medical device problem code. Additional phone number: (B)(6). No decon or visual inspection performed since product was not returned and could not be evaluated. (B)(6), an ICU rn, reported increased augmentation readings (150s). The latest x-ray showed the catheter was positioned low, and the md planned to correct it. After repositioning, augmentation decreased to 145. Upon further discussion, (B)(6) revealed the inner lumen was clotted. She was advised to cap and label the lumen as ¿do not use¿ due to thrombus risk and to use an alternate pressure source (radial arterial line). After transducing and zeroing the radial line, augmentation read 113. Education was provided on pump vs bedside monitor readings, and (B)(6) expressed appreciation. Based on the description, the clotted inner lumen of the catheter leading to inaccurate augmentation readings and reliance on compromised pressure source. An x-ray of the iab location also showed the iab lower than the recommended position. It is impossible to determine a root cause since the product was not returned for evaluation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID# (B)(4). This complaint was opened as part of CAPA 1357192 to ensure the correct number of complaints are initiated for related events. Upon review of this complaint, an additional complaint was identified and opened, which was determined to be reportable.

Event description:
It was reported during use that intra-aortic balloon (iab) had an increase in augmentation. There was no patient harm or injury reported.